Event description:
The customer reported that the patient had been repeatedly pulling their telemetry transmitter off, and after removing the tele pack again from themselves, the staff went into the room and found pt on the floor. The customer only wants to check the last time of the inop, the customer states that monitor did alarm. The patient had expired.